Event description:
It was reported a 6f maximum introducer 12cm sheath was used in a femoral gortex graft insertion site. Pre dilatation was required with the sheath's dilator. Removal of the sheath from the puncture site was difficult, prompting the nurse to tug harder than normal on the introducer. The hub separated from the sheath. The pt bled uncontrollably and the nurse initiated the code blue procedure due to the pt's drop in blood pressure. The physician applied manual compression above the site and the sheath was clamped below the skin with a kelly clamp to contain the bleeding. The pt went to surgery and the introducer sheath was extracted from the pt's leg via a femoral cut down procedure. The introducer sheath portion was discarded, but the hub will be returned for evaluation. Allegedly, the disconnect was clean; there was no tearing of the sheath. The condition of the femoral gortex graft was unk. The pt was given integrilin, dose unk for the interventional procedure. The pt is recovering fine without incident. The pt was taking prescribed anti-coagulants, type and dose unk.

Manufacturer narrative:
The product return is anticipated. A follow up medwatch will be submitted at the completion of the investigation.